Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level of 600 mg/dl. The customer was treated with insulin drip. The customer¿s current glucose reading was 243 mg/dl. Customer stated they had infection and was feeling pain. Customer was not using auto mode feature during high blood glucose. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.